Event description:
Boston scientific became aware of a customer having issues with two fibers during photoselective vaporization of the prostate. The customer reported that each fiber tip broke off during use. Each time, the physician retrieved the fiber tips and completed the procedure with a second fiber without patient complication. It was further noted that there were no issues with each fiber after unpacking and prior to use. Boston scientific has been unable to obtain additional information, despite good faith efforts. This report is for the first fiber.

Manufacturer narrative:
Date of event: the exact event date is unknown. (B)(6) 2022 is best estimate as the initial email is dated (B)(6) 2022.

Event description:
Boston scientific became aware of a customer having issues with two fibers during photo-selective vaporization of the prostate. The customer reported that each fiber tip broke off during use. Each time, the physician retrieved the fiber tips and completed the procedure with a second fiber without patient complication. It was further noted that there were no issues with each fiber after unpacking and prior to use. This report is for the first fiber.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. (B)(6) 2022 is best estimate as the initial email is dated 02/24/2022. Analysis of the returned fiber did not confirm the fiber tip broken off as the fiber tip was still intact. However, analysis did identify a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg - 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on the analysis, the interaction between the user and device caused or contributed to the identified circumferential fracture.